Event description:
It was reported that the ventilator did not deliver mandatory breath to a patient. The ventilator generated alarms for high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not deliver mandatory breath to a patient. Our field service engineer investigated the ventilator on site. No parts were reported as replaced due to the reported issue. The evaluation of the provided logs show that the ventilator generated alarms for high airway pressure. Pre-use checks were carried out and all tests passed. The device has been released for clinical use. No further issues has been reported. No parts were replaced for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).